Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient experienced a syncopal episode and presented to the emergency room. A device interrogation indicated there were no arrhythmias, and all measurements were within range. There was an increase in shock impedances on the trend graph with a few spikes out-of-range, measuring greater than 125 ohms. The physician will continue to monitor the patient/system. This ICD and rv lead remain in service. No additional adverse patient effects were reported.